Manufacturer narrative:
Visual: visual inspection showed no rod indentation marks. There are chattering marks around most of the underside of the blocker. Functional: functional inspection was performed and found that the blocker properly engaged to screw head as intended. Device and complaint history records were reviewed for this lot, and no relevant manufacturing issues or similar complaints were identified. Es2 surgical technique was reviewed and the following was found relevant: insert the torque wrench or audible torque wrench through the counter torque tube to engage the blocker. Turn the handle of the torque wrench clockwise to align the two arrows on the torque wrench to achieve the 12nm of torque required to secure the implant construct. If using the audible torque wrench, the blocker is completely tightened to 12nm when the audible torque wrench clicks once. As there are chattering marks around the bottom of the blocker and no rod indentation marks, the blocker was most likely not properly final tightened to 12nm. The most likely cause of the reported event was determined to be under tightening of blocker into tulip head during final tightening.

Event description:
It was reported that six days after the initial surgery, an es2 blocker migrated from its respective screw. The surgeon plans on revising the patient. Update: patient was revised on (B)(6) 2021.

Event description:
It was reported that six days after the initial surgery, an es2 blocker migrated from its respective screw. The surgeon plans on revising the patient.